Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. The device was received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, and minor scratched display window.

Event description:
Customer reported the insulin pump alarmed button error. Customer did not know blood glucose level. Customer did not recall any significant events that may have cause the device to alarm but did state it was humid where she was from. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.